Manufacturer narrative:
The age of the device is unknown. No further information was provided. The patient remains ongoing with the replacement device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a centrimag extracorporeal circulatory support system on an unspecified date. It was reported that on (B)(6) 2019, the console went blank while still in use on the patient. The monitor still read 3000 rpm but did not read any flow on the flow probe. The speed had been 5000 rpm and dropped to 3000 rpm without any actions from the operators. An emergency pump exchange was performed. When this was done, the original primary console was noted to be functional again. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of the console going blank was not confirmed. The centrimag blood pump was not returned for analysis. Attempts were made for the return of the blood pump; however, it was discarded. Provided information indicated that the emergency pump change-out procedure was carried out and the pump was moved to the secondary backup system. The root cause for the console going blank was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.